Event description:
It was reported that the customer's alarm has stopped vibrating and the tones are barely audible on the insulin pump. Customer's blood glucose level has been running high this morning, but he has changed his site and it is starting to come down. Customer completed the self test, but it did not show any problems. Customer's blood glucose level was 280 mg/dl. Customer took a bolus from a blood glucose level of 350 mg/dl. Customer stated that the alarm doesn't wake him up like they used to. Customer stated that the pump is about 80 percent less audible than how it used to be. Customer performed a self test and the pump passed. Customer stated that the vibrate mode was set to off. Customer was assisted with setting vibrate mode to on. Customer did not feel the pump vibrate afterward. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pumps passed tone check and vibrate check on self test. No audio/beep anomaly or vibrator anomaly noted. Insulin pump was unable to prime during prime test and alarmed prime during basic occlusion test due to protruded and loose drive support disk. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Insulin pump had minor scratches on display window and cracked reservoir tube lip.